Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, there was bleeding after the procedure due to inadequate seal. There was no regrasp alert but an end tone was heard and there was also evidence of delivered energy. There were reports about the quality of seal and issues with sealing and noticed difference in seals with recent use. There was no patient injury.